Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 11.5 mm icm115v4 implantable collamer lens, -7.5 diopter in to the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2015 due to low vault and lens opacity. The lens was exchanged for a longer lens. The patient's post-op uncorrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens. Work order search: no similar complaints were reported for units within the same lot. This product is not manufactured in the u.s. And not marketed in the u.s. (B)(4).

Manufacturer narrative:
Dimensional inspection found the lens to be within specifications. (B)(4).